Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. The lead was explanted and replaced. The patient was in normal condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.